Event description:
According to the information received, the valve was explanted due to endocarditis. The valve was replaced with a 27mj-501. The aortic valve was also replaced at this time. The patient expired three days postoperatively. The cause of death is unknown at this time.